Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of a remote transmission indicated that the implantable cardioverter defibrillator (ICD) had delivered a nti-tachycardia pacing and shocks for an episode of ventricular fibrillation (vf). It was noted that the event appeared to start as an atrial event and continued in a one-to-one pattern with no apparent change in morphology. It was suspected that the therapies were inappropriate. The device remains in use. No further patient complications have been reported as a result of this event.